Manufacturer narrative:
Concomitant products: d224drg ICD implanted (B)(6) 2010.

Event description:
It was reported that during a normal device change out, the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Corrected information: sex, date of birth.